Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that artifacts were noted on the right ventricular (rv) lead and right atrial (ra) lead. The patient was hospitalized and the lead detections were turned off. No patient complications have been reported as a result of this event.